Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00316.

Event description:
The patient was undergoing a thrombectomy procedure to treat a supraclinoid carotid occlusion using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system jetd reperfusion catheter (jetd), and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the neuron max into the patient, then used the 3maxc to bring up the jetd to the treatment site through the neuron max. While attempting to remove the 3maxc, the physician experienced resistance. The physician then pulled harder and noticed that the 3maxc was stuck in the jetd. The physician then pulled even harder and was able to remove the 3maxc. However, upon removal, it was noticed that the 3maxc was broken and only the proximal end of the 3maxc was removed. The physician then removed the jetd and noticed that the broken distal end of the 3maxc was inside the jetd. The procedure was completed using a microcatheter, a stent retriever and the same neuron max. There was no report of an adverse effect to the patient.